Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This event occurred in (B)(6).

Event description:
Reporter stated the display of the blood glucose monitor is defective. No adverse event was reported. The alleged product was requested for evaluation.

Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This event occurred in (B)(6). Corrected the values for the returned device and investigation results which were known at the time of the initial filing.